Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the xl+ defibrillator indicating that the battery failed. The fse evaluated the device on site. It was determined that this was a malfunction of the battery which the customer was told to order from philips supplies. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the battery. The reported problem was confirmed. The customer to order battery and replace at their convenience to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.